Event description:
During a pulse field ablation for atrial fibrillation, a faradrive steerable sheath clear was selected for use. Venous access was difficult to obtain due to patient weight and body habitus, requiring multiple punctures and sheath exchanges while the patient was anticoagulated. At the end of the procedure, excessive bleeding and a hematoma were observed. Following sheath removal and closure of the groin site, the patient's blood pressure dropped and they became unstable. A vascular physician was consulted and placed a covered stent in the superficial femoral artery at a low access site to close a fistula and control the bleeding. The patient experienced bleeding, hematoma, and heart block, requiring hospitalization. The device was disposed of and will not be available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.